Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed 65 grams of carbohydrates; however, accidentally delivered a food bolus for 55 grams of carbohydrates. Reportedly, the customer's blood glucose (bg) level was 138 mg/dl. Upon delivering the bolus, the customer delivered another bolus for the remaining 10 grams of carbohydrates consumed.